Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Right ventricular capture management shows threshold measurements consistently at 2.5v or greater throughout record dating back to (B)(6) 2014.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that over the early follow-up interval the right ventricular lead threshold was shown to be elevated. The lead was capped and replaced. No patient complications have been reported as a result of this event.